Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of pancreatic cancer (B)(6) 2023. During the procedure, the stent was unable to be deployed and the catheter was kinked. The stent was removed from the patient partially deployed. The procedure was not completed, and it is unknown how the puncture site was closed. The patient will be re-scheduled for another procedure this november. There were no patient complications as a result of this event. Note: it was reported that the size of the scope used was 2.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.2 mm.